Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6), 2013. According to the complainant, during the procedure, when the jagwire was passed through the cannula, the distal tip of the guidewire detached inside the patient¿s common bile duct, exposing the corewire tip. The physician exchange the guidewire with a different jagwire and the detached fragment was retrieved using an extractor pro balloon. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.